Manufacturer narrative:
Analysis conclusion: the event of system explant due to pain at ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgery happened on (B)(6) 2019 to explant the entire system.

Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain due to the issue. As a result surgical intervention was planned to explant the entire system.